Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
Treatment of a right ruptured supraclinoid saccular aneurysm measuring 20mm x 6mm. During the pipeline deployment, it was reported that the middle section of the pipeline did not fully open as it was deployed along a bend. After failed attempts of manipulating the pushwire in order to fully open the middle section of the pipeline, it was corked and removed from the patient. No injury was reported with the patient as a result of the procedure.